Event description:
It was reported that there was warmth at the generator. They were meeting with the patient on march (B)(6) 2015 to follow-up on this. Impedance testing was done. The device was still implanted and it was unknown if any action was required. Patient symptoms had included a burning sensation at the device pocket. No intervention or outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0e6gu, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).